Event description:
A surgeon reported that air came out from the vitrectomy probe during surgery. This symptom occurred intermittently. Procedure was completed with no harm to the patient.

Manufacturer narrative:
The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. No samples were returned for evaluation; therefore, the condition of the product could not be verified. A sample was not returned and no evidence of nonconformity could be found in the lot record reviews, the root cause for the air came out from vitrectomy probe issue cannot be determined. No further information is expected for this case. (B)(4).